Manufacturer narrative:
Investigation summary: samples and photos received by our quality team for investigation. Through visual inspection, the barrel has a hole near the tip of the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with the molding process. Adjustments will be implemented, manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
It was reported that the bd luer-lok syringe barrel/flange was damaged. The following information was provided by the initial reporter: "small hole when pressure is pushed, contents sprays out, the picture shows at the top of the syringe, there is hole." Additional information received on 11/28/2023: was there any harm to the patient/caregiver? (Detail) no harm was the reported incident noticed before, during or after use? During use -could you send photos and/or videos that show the deviation in the product? Photos were sent with the original complaint

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.